Event description:
Customer claims the sensor pad is not triggering the alarm when weight is released from the sensor. No pt injury reported.

Manufacturer narrative:
Eval of the returned product shows the rj11 plug over mold is broken, but still functioning.